Manufacturer narrative:
The technician found the cause to be a bad hydraulic manifold. The technician replaced the hydraulic manifold to resolve the issue.

Event description:
Technician alleged that the cardio pulmonary resuscitation will not work. No patient impact.